Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿ corrected. Expiration date - added. Product available to stryker ¿ corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the shaft was kinked at approximately 26.0 cm from its proximal end and was slightly compressed. The distal lumen was also found to be compressed. The distal shaft was kinked at 8.5 cm from its distal end and the balloon was found to have holes. No other anomalies were observed. During functional evaluation, the balloon failed to inflate with air because of the holes in the balloon and the balloon leaked water during inflation testing with water. Information available indicated that the device was confirmed to be in good condition prior to use and continuous flush was maintained, there were no difficulties during inflation/deflation of the balloon during preparation and no leakage were noted during preparation. Based on the information available, cause of the balloon rupture and observed damages could not be definitely determined.

Event description:
It was reported that the balloon catheter stopped inflating during the procedure due to burst. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter stopped inflating during the procedure due to burst. There were no reported clinical consequences to the patient.